Manufacturer narrative:
Continuation of d10: product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2013: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780. Serial# (B)(6). Ubd (B)(6) 2014. UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the patient was seen on (B)(6) 2025 and the pump was turned off. The patient did not want to proceed with a pump replacement at this time. Per the healthcare provider, if the pump was ever replaced the catheter would also be replaced. There were was no current plans to explant or replace the devices.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 08-feb-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and bupivacaine via an implanted pump for spinal pain. It was reported that during a back fusion performed on (B)(6) 2025, the healthcare provider (hcp) accidentally cut the catheter. The patient reported stated cvs would not give them pain meds because they felt the patient was getting the fentanyl (and a little amount of bupivacaine) from the pump, but the patient did not know if the pump was working because the catheter was cut. It was noted the surgeon 'plugged' the catheter during the procedure, but thepatient had not been able to talk to the surgeon yet. The patient was concerned that the plug would cause the pump to back flow and/or create further damage. The patient discussed with the doctor¿s nurse, who was discussing with the doctor and was going to call the patient back. The patient inquired how to find out if the pump was still working or not and catheter considerations. The agent consulted with pump tech, who confirmed there was no plug manufactured from mdt but recommended follow up with the physician. Additional information was received from a company representative (rep) on (B)(6) 2025 and it was reported the catheter was cut during a fusion procedure. The patient was electing to shut the pump down until they could have the pump replaced.